Event description:
Pt initials: (B)(6). Date of awareness: (B)(6) 2022. Provider rems ID: (B)(6). Reporter: (B)(6) physician. Hospitalization start date:(B)(6) 2022. Hospitalization end date: (B)(6) 2022. Causality: veletri catheter malfunction. (B)(6) is a (B)(6) female with history of pah (pulmonary arterial hypertension) managed on ambrisentan, tadalafil, and veletri. Per chart review, pt went to ed on (B)(6) 2022 for veletri catheter pump malfunction. Pt was admitted to the hospital and discharged by (B)(6) 2022 after issue resolved.